Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater/cooler system 3t. The incident occurred at (B)(6) hospital of (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer reported that during setup the heater/cooler stopped and started flashing eeeeee. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative tested the unit for several hours and was unable to reproduce the failure. The unit functioned as expected. The service representative reseated all board connections and greased the cardioplegia tank circuit valve screws. Preventative maintenance and a functional verification were performed and no further issues were discovered. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater/cooler system 3t. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer reported that during setup the heater/cooler stopped and started flashing eeeeee. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that, during setup, the 3t heater/cooler stopped and started flashing eeeeeee. There was no patient involvement.